Manufacturer narrative:
Review of crrs 3 and crrid results shows that all cells having the s antigen resulted negative with the sample. Confirmed the reactivity of the s antigen on retention capture-r ready-screen 3 (crrs3) lot r100 and capture-r ready-ID (crrid) lot id130 with anti-s. Performed antibody screen on customer submitted sample on the echo using retention capture-r ready-screen 3 (crrs3) lot r100. Controls performed as expected and the customer's submitted sample resulted negative. Performed antibody identification on customer submitted sample on the echo using retention capture-r ready-ID (crrid) lot id130. Controls performed as expected and the customer's submitted sample resulted negative or equivocal with s positive cells. Repeated testing with crrid lot id130 resulted positive with 2 of the 6 s positive cells. Performed a antibody screen panel using hemagglutination tube method with customers submitted sample and panocell-16. All s antigen positive cells reacted at is and room temperature only. The antibody appears to be primarily igm in nature. Capture-r products are not designed to detect igm antibodies: capture-r is for the detection of igg antibodies to red blood cell antigens..

Event description:
Customer reported unexpected negative results when testing a sample with capture-r ready-screen 3 (crrs 3) and capture-r ready-ID (crrid) on the echo. The patient has a history of anti-s.